Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. There is no indication in the info received that a device failure occurred. As indicated in the medical records there were loops of small bowel adhered close to each other causing the pts acute small bowel obstruction. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, the medical records indicate that the mesh remains implanted. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The initial attorney report alleged pain, permanent injuries, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2007 - pt underwent repair of incarcerated ventral hernia with a composix kugel mesh. On (B)(6) 2008 - pt presented to the emergency room with severe abdominal pain and vomiting. He was taken into surgery, a hernia sac was identified, which was separated from the subcutaneous tissue and fascia and subsequently opened to the composix kugel mesh. There were loops of small bowel adhered close to each other and this was partially obstructing. The composix kugel mesh was cut through and separated, but not excised. An unidentified graft was placed over the area.